Event description:
It was reported that the customer experienced unexplained high blood glucose of 581mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. Instructed the caller to remove the cannula and it was bent. The mother called back twice and stated that her sons' blood glucose continues going up to 590mg/dl. The caller also stated that the customer was hospitalized and his blood glucose reading was 521mg/dl upon his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.